Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that last friday,(B)(6) 2026, they started to hear a buzzing noise from their ins. The patient said they tried to change the program and increase the stimulation, but until now they were still hearing the buzzing noise. The agent informed the patient to reconsider changing the program and increase the stimulation to a comfortable level in their bicycle seat area. The patient was to monitor their symptoms and was redirected to their healthcare provider (hcp) to discuss further. The patient said they had an appointment this coming thursday. The agent also informed the patient to have their hcp schedule an appointment with a manufacturer representative (rep) to check their ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.